Manufacturer narrative:
The report of multiple audible and visual alarms was confirmed during analysis. The eval of the returned heartmate ii system controller revealed compromised brown (battery voltage monitoring line) inner wires in both power leads. Movement of the white power lead at the connector end resulted in power cable disconnect and low battery alarms as well as interruption in pump support while tethered to the power module. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969-2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt experienced unk audio and visual alarms. The system controller was exchanged and the event was resolved.